Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 2 of 4. Air bubbles were found in the drain line. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external part of the cassette. The patient was advised to not use cycler until the next day's treatment. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention of adverse event due to the fluid leak. The patient let the cycler dry out before using again. The patient is using the same cycler. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 2 of 4. Air bubbles were found in the drain line. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external part of the cassette. The patient was advised to not use cycler until the next day's treatment. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention of adverse event due to the fluid leak. The patient let the cycler dry out before using again.the patient is using the same cycler. The cycler set is not available to return.